Manufacturer narrative:
(B)(4). Batch #:u5f716. (B)(4). Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with one gst60t reload not loaded on the device. Some loose un-formed and formed staples were received. The reload was received fully fired from left side and partially fired 1/3 from right side, a damage was found on the surface of the cartridge. Further analysis shows the sled was divided into two at the knife slot, one side stopped near damaged part. In addition, a damage was found on one side of the cartridge body. The device was tested for functionality in the straight position with a test reload and test battery. It achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. The damage to the reload is consistent with the device being clamped over a hard object. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during a thoracoscopic vats left upper lobectomy, the device was fired with the jaws clamped a hard lymph node of the bronchial tube intentionally, but the knife stopped moving forward and the firing trigger did not move on the way of the 8th firing. The battery was replaced, then the knife started moving again. When the target tissue was checked, it was found the staples on the target tissue remained was deployed properly, but the staples on the tissue that was cut off were not deployed properly and the cut end opened. Another device was used to complete the case. There were no adverse consequences to the patient.